Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was failure of transseptal puncture, with puncture reaching the sinus of theile. The equipment was removed, and it was noted that there was no pericardial effusion. The case was completed with cryo. It was noted that anticoagulant medication was discontinued, with "control pericardium every hour." The patient's hospitalization was extended. No further patient complications have been reported as a result of this event. The patient is part of the cryo first clinical study. It was further clarified that there was an attempt to reach the left atrial appendage (laa) but the needle puncture ended up in the sinus of theile. It was noted that as there was difficulties of access in the left atrium, the attempt to reach the left atrial appendage (laa) was completed under transesophageal echocardiography.